Event description:
Caller reported cgm error 42. There was no adverse impact to the customer¿s blood glucose level. The pump had recently come out of storage mode, and the caller was informed to wait 20 minutes before starting a sensor session. Caller acknowledged the guidance and no additional assistance was required as the pump reset had already been performed prior to the call.